Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 443 mg/dl. Customer declined to troubleshooting. Customer stated insulin pump was not working and all keys were no longer responding. The insulin pump will be returned for analysis.